Event description:
Vascular access specialist team was paged by bone marrow transplant clinic nurse to come assess patient's peripherally inserted central catheter line. When this vascular access specialist team rn arrived, dressing had been removed and the lumens were wrapped in an abdominal pad due to leaking. Upon assessment/inspection of the PICC line, where the tubing enters into the end portion of the lumens was fractured. Blood was leaking out and the fractures were visible. After I discussed with the patient the risks of having a possible contamination, we agreed to pull the PICC line. Sterile dressing placed. PICC line placed into a specimen bag. Per site reporter: the manufacturer has been aware and is actively working on a solution while keeping us informed of their progress.